Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional procedure with an 8f sheath. Reportedly, two prostyle devices were deployed in the tissue tract and came out of the anatomy when deployed. The sheath was put back in, and manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the investigation determined that the reported issues appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or friable femoral vessel contributed to the reported suture malposition. Additionally, thirty sterile/unused devices were tested successfully with no anomalies noted. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.